Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h3, h6- (type of investigation, investigation findings, investigation conclusion, component code), h11. A getinge field service engineer (fse) evaluated the unit and replaced broken cart wheels (4 pieces). After each operation, the operation was confirmed based on the inspection record sheet and it was confirmed that it is currently in good condition and working. All functional/safety test were performed.

Event description:
It was reported that cs100 intra-aortic balloon pump (iabp) had broken cart wheels. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limit in block e1 event site name: (B)(6).